Manufacturer narrative:
Complaint number (B)(4). The product was injected into the patient and is not available for return.

Event description:
The healthcare professional reported injecting 0.6ml of form into the chin of a patient for augmentation. The patient developed left chin and lower lip numbness. Safety database number (B)(4). Additional comments importer complaint number (B)(4). Further information regarding event, product, or patient details has been requested.